Event description:
It was reported that the customer attempted to connect the product to the hl-90 in the pre-use check, but could not. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One sample unit was received with its original packaging opened. The sample was visually inspected at a distance under normal lighting. Sample was visually inspected in following components: tube surface, luer lock adapter female, reflux connector and assembly connector swivel return. Visual inspection to sample unit, showed no marks or stains were observed on tube surface, neither on reflux connector or swivel connector; however, there was a visible separation from the tube conduct and the swivel return. This could be caused by a bad assembly operation and could cause failure mode reported. Failure mode can be confirmed. Based on the manufacturing procedure and failure mode reported, we performed a leakage test on sample provided, in order to verify if leakage can be confirmed or not caused by cracking on luer connector, after test was performed to the piece, samples didn't pass leakage test. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as not enough force used during manufacturing operation.